Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd connecta¿ stopcock with valve & extension tubing was found leaking. It was observed that "propofol medication was leaking out of the injection port" resulting in the "patient waking up during the surgery." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd connecta¿ stopcock with valve & extension tubing was found leaking. It was observed that "propofol medication was leaking out of the injection port" resuting in the "patient waking up during the surgery." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The device history report for lot number 7214636 was reviewed, no related abnormalities were found. Material number 394971 for lot 7214636 was manufactured on 9/31/2017. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging inspection. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means low occurrence. Process fmea rm5819 was reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, root cause for manufacturing process cannot be determined. Bd will continue monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that during use a bd connecta¿ stopcock with valve & extension tubing was found leaking. It was observed that "propofol medication was leaking out of the injection port" resuting in the "patient waking up during the surgery." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.